Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring 111 was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were inside the delivery device. The seal was under the window of the loading device. It appeared as if the spring assembly was advanced; it was at the end of the delivery tube. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review could not be performed as the product lot number is unk. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).